Event description:
It was reported that during a tubal ligation procedure, the gasket dislodged and fell into abdomen. The gasket remains in the pt. O.r time was extended in order to look for the gasket.